Manufacturer narrative:
(B)(4). Concomitant devices - persona revision cemented standard femoral component left size 7 catalog #: 42504606201 lot #: 64683452, persona revision cemented distal femoral augment size 7 10mm catalog #: 42556606210 lot #: 64508941, persona revision cemented distal femoral augment size 7 10mm catalog #: 42556606210 lot #: 64508941, persona revision fixed cemented tibial stem extension size e left catalog #: 42542007101 lot #: 64599628, persona revision cemented tibial augment half block left lateral size ef 5mm catalog #: 42555805105 lot #: 64453278, persona revision cemented tibial augment half block left medial size ef 5mm catalog #: 42555805305 lot #: 64508912. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00768, 0001822565-2022-00769, 0001822565-2022-00770, 0001822565-2022-00771, 0001822565-2022-00772, 0001822565-2022-00773.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and possible loosening approximately two (2) months post-operatively. Initial operative notes noted the patient was revised due to infection and additional antibiotics were administered in the bone cement. The surgeon noted that the extra antibiotics may result in early loosening. No intraoperative complications were reported. Revision operative notes reported that the patient was being revised for pain and potential loosening. The patella was in good position and not loose, so the surgeon did not remove it to maintain bone stock at the patella. The articular surface, femoral and tibial components were removed. No notes were made on the condition of the femoral and tibial components. No intraoperative complications were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 - lot # - it was identified through investigation that the lot # provided was incorrect and not a valid combination for the catalog # provided. Due diligence identified that further information could not be provided to confirm the correct lot #. The lot # at this time remains unknown. D10 - concomitant devices - persona revision cemented standard femoral component left size 7 catalog #: 42504606201 lot #: 64683452, persona revision cemented distal femoral augment size 7 10mm catalog #: 42556606210 lot #: 64508941, persona revision cemented distal femoral augment size 7 10mm catalog #: 42556606210 lot #: 64508941, persona revision fixed cemented tibial stem extension size e left catalog #: 42542007101 lot #: 64599628, persona revision cemented tibial augment half block left lateral size ef 5mm catalog #: 42555805105 lot #: 64453278, persona revision cemented tibial augment half block left medial size ef 5mm catalog #: 42555805305 lot #: 64508912, unknown persona revision femoral stem 15mm x 75mm catalog #: ni lot #: ni, unknown persona revision tibial stem 14mm x 75mm catalog #: ni lot #: ni the device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00768; 0001822565-2022-00769; 0001822565-2022-00770; 0001822565-2022-00771; 0001822565-2022-00772; 0001822565-2022-00773; 0001822565-2022-00774.

Event description:
No further event information available at the time of this report.